Event description:
A physician in puerto rico reported that a female pt experienced a fungal abscess while using renu multiplus nulti-purpose solution. The pt's lenses and lens case were cultured which were positive for fusarium. The renu solution was not cultured, as the bottle was not returned. The physician stated that the pt developed a cataract and will need a cataract IV and tablets, and natacyn q2h. The physician also reported that the pt was first seen by two other preactioners on 3-oct-2005 where the pt was recommended to use "zymar and neosporin initially, added later fred forte reformulated fourteen days later and acanthamoeba suspected and brolence and bagucoil added 24 days later fungal ball present in anterior chamber."